Event description:
Site prepped with alcohol prior to placing 24 gauge device in right forearm. No problems noted with IV site during solu-medrol infusion in 2007. Nurse flushed IV with ns & 1:10 heparin post-infusion and maintained for use the following day. Patient and pt's daughter, who is a nurse, have demonstrated independence with IV assessment and maintenance and solu-medrol infusions and have successfully completed these infusions in the past and continued the daily infusions for 4 consecutive days, then discontinued the IV. No reported problems with IV site during the infusions. At approximately one week, patient reported that after the four days of infusions, she experienced phlebitis, which became cellulitis resulting in antibiotic treatment.

Manufacturer narrative:
Attempts have been made to obtain additional info. The sample is not available because it was discarded by the hosp. Upon completion of the no sample investigation, a supplemental report will be submitted.